Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the patient got ¿zapped¿ after increasing stimulation. The patient was getting the ¿question mark¿ on the programmer when trying to increase stimulation. It was noted the patient pressed the grey button and it connected, but they got ¿zapped.¿ the patient had increased stimulation from 4.0v to 5.0v and the programmer only increased ¿that way.¿ the patient was implanted for fecal incontinence and ¿after she went, that should be it, but it was not.¿ it was unclear what this referred to, but it had been an issue since implant. The patient could feel stimulation and it was not ¿sharp,¿ but a little too strong. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09e62, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).